Manufacturer narrative:
The field service engineer determined the reference tubing connector was loose, causing contamination. The ise block assembly was removed and the contamination was cleaned. The ise unit was decontaminated. The unit was conditioned and ise checks were performed, with no issues. Precision studies were performed. The customer ran calibration and controls, which recovered within their established ranges. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they experienced issues with the ise system and ise noise errors on their cobas 6000 c (501) module early in the day on (B)(6) 2019. During the third shift, the reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 111 mmol/l. The sample was repeated three times, resulting with na values of 126 mmol/l, 125 mmol/l, and 136 mmol/l. The sample initially resulted with a cl value of 127.7 mmol/l. The sample was repeated three times, resulting with cl values of 107.6 mmol/l, 113.1 mmol/l, and 103.8 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.